Event description:
Caller reported that pump battery would not charge despite attempting various solutions, including using different wall outlets and charging cables. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved to replace the pump, ensured customer used a backup therapy with mdi to maintain insulin delivery, and provided instructions for returning the faulty pump.